Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 4 involved in this event. For this is a report of a patient who experienced and was hospitalized peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The cause of the event was unknown. The patient was treated with vancomycin 2 gram ip q 3 days for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12i06079, h12i27059, h12j01053, and h12j03034 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).